Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother called in to report a keypad anomaly. The customer's blood glucose level was 280 mg/dl. It was reported that the customer's blood glucose had risen to 330 mg/dl and was treating with manual injections and the insulin pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive act, escape and down arrow buttons due to flattened dome switches. The insulin pump was received with minor scratches on the display window.